Event description:
During a polypectomy the patient's intestinal wall was burned. The patient came back into the emergency room about three days after the procedure with rectal bleeding. The patient had to undergo another procedure to stop the bleeding.